Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 13 out of 20 reports that are being submitted as initial individual mdrs. Additional information: date of birth or age at time of event: unknown/not provided. Sex: unknown/not provided. If implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. (B)(4). Device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was not returned. No manufacturing defects were observed that could impair functionality in the device. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. No indication of product quality deficiency. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed two additional complaints were received for this production order. One was for cosmetic issues and the other was for plunger rod issue and stuck in cartridge. No product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) got stuck in cartridge and had plunger rod issue. There was patient contact with the product. Through follow-up it was learned that the surgeon believed the lens was scratched because of the plunger and removed the lens immediately. The patient did not suffer consequences. No further information was received.